Event description:
A nurse reported that the cutter stopped working during a vitreo-retinal procedure. There was a delay of unspecified length to open a new probe to complete the case. There was no harm to the pt.

Manufacturer narrative:
The customer returned one 25+ probe. The sample was visually inspected and found to be conforming. The sample was functionally tested and found to be conforming for actuation and aspiration but nonconforming for cut (pulls). The probe was disassembled and the components inspected. The cutting edge of the inner cutter exhibited wear. Amount of cutter wear is inconclusive (length of use is unable to verify). Product evaluation determined that the root cause of the reported event was damaged cutting edge. Wear marks on the cutting edge indicate that the probe may have been initially working properly and only damaged sometime during surgery. (B)(4).